Event description:
A customer reported experiencing a tandem mobi cartridge alarm, confirmed as cartridge alarm 34, without any adverse impact on their blood glucose levels. The pump had not been exposed to external magnets, nor did the issue occur during the load process. Despite the pump being within warranty, a replacement pump was sent by technical support as this was not the first instance of such alarms. The customer was informed they would receive a pump with the updated software and had been provided instructions for switching the malfunctioning pump to storage mode before returning it. The customer was also advised to program their settings into the new pump and connect their cgm. Understanding and acknowledging the guidance, the customer planned to continue using their current pump as a backup while awaiting the replacement.